Manufacturer narrative:
This report is submitted on april 06, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) in order to reposition the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.